Manufacturer narrative:
Additional information added to d4, and g3.

Event description:
As reported by an edwards (B)(6) affiliate, during a transfemoral tavr procedure with a 26mm edwards sapien 3 ultra valve, a rupture of the aortic annulus was noticed during the valve deployment final check. Despite the attempts, the patient passed away. Prior to the procedure during the case planning, two calcifications were detected at the level of the aortic annulus in correspondence of the left and non-coronary sinus. Taking into account the risk of rupture due to calcifications, the decision was to continue with the implant since the patient had a horizontal aorta that would be difficult to reach via other approaches/technologies.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures, and hematoma are known potential adverse events associated with the overall thv procedure and may require intervention. According to the thv training manuals, risk factors for aortic dissection, hematoma, or annular rupture during the thv procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification, and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve, and procedural success. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient factors (calcifications caused the valve ring to rupture) caused or contributed to this event. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.